Event description:
We received an allegation of discrepant results for 1 patient sample tested for sodium (na) on a cobas 6000 c (501) module. The initial result was 584 mmol/l. The repeat result was 141 mmol/l.

Manufacturer narrative:
The na electrode lot number was k6199 with an expiration date of 28-apr-2024. The field service engineer (fse) noted possible spills in the cuvettes. The fse checked and adjusted the cuvette washes lower. Liquid was observed on the bottom of the ise block. The o-rings were replaced and a cracked pinch valve joint was sealed due to a crack. Ise check results passed. The customer had no further issues after the service visit. The investigation determined the event was due to the issue identified by the fse.